Event description:
It was reported that a critical alarm had occurred. The empty reservoir alarm was activated on (B)(6) 2015. On (B)(6) 2015, the patient was seen at the office and the physician ordered baclofen for the refill that was to be completed on (B)(6) 2015. On (B)(6) 2015, the patient presented to the emergency room (ER) because of agitation and increased spasticity. He also experienced altered mental status. The pump was refilled in the ER and started at the same rate. It was noted the patient¿s wife didn¿t take the patient to the office for his refill because he was so rigid he wouldn¿t have been able to sit in a chair. No diagnostic testing or troubleshooting was performed. The type of medication being delivered via the device system was gablofen. It was then refilled with baclofen. The patient¿s status at the time of the report was ¿unable to obtain.¿ additional information has been requested regarding the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).